Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope. It was also reported that the right atrial (ra) lead dislodged, exhibited non-capture, undersensing/no-sensing, gradual decline in p wave measurement and high thresholds. The lead was reprogrammed and later explanted and replaced. No further patient complications have been reported as a result of this event.